Event description:
Emt's responded to a person described as in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes but, according to the rptr, the device alarmed "connect electrodes" and would not allow the pt's rhythm to be analyzed. The rptr stated this occurred again subsequent to the operator checking the leads and electrode connections. The device was swapped out immediately with another AED on the scene with the pt electrodes and the code continued. The pt was not resuscitated. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending paramedic's assessment of the pt's viability and the immediate availability and use of a back up AED.